Event description:
The reporter indicated that the device was programmed to a rate of 50, but for last two telephonic follow-up checks, the rate was at 72 bpm. The pt was brought into the office and successfully reprogrammed to 50. The magnet rate=83.4. The device is included in the safety alert.